Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 414376. The run passed the validity and acceptance criteria established. Customer data review customer result log files were reviewed. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 414376 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m resp-4-plex amp kit (list 09n79-096) lot 414376 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 414376. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 414376 was not identified. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2025-00089, occurence date (B)(6) 2025. 3005248192-2025-00090, occurence date (B)(6) 2025. 3005248192-2025-00091, occurence date (B)(6) 2025. 3005248192-2025-00092, occurence date (B)(6) 2025. 3005248192-2025-00093, occurence date (B)(6) 2025.

Event description:
The customer reported a false detected result for the rsv target on the alinity m resp-4-plex amp kit. Sid (sample ID) (B)(6) was tested on (B)(6) 2025 and resulted with CT (cycle threshold) 36.99. The sample was repeated and resulted as negative. The lab has been rerunning any covid/4-plex sample with a cn >35 for the last 4-5 years per the medical directors. The sample types are all nasopharyngeal. The primary tube gets vortexed, then 400ul of utm is pipetted into abbott multi-collect tubes. These tubes get vortexed and sit at room temp for ten minutes at which time they are vortexed again and spun in the centrifuge for 5 minutes, caps are removed, and then put onto the instrument. The result was noted by the lab and reported out as negative. There has been no report of impact to patient management.